Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced inaccurate cgm readings six days after the sensor had been inserted in the arm. On the day of the event, the patient briefly lost consciousness. She was able to call an ambulance herself and was transported to the hospital. At the hospital, the patient was treated with glucagon. Although no specific cgm or blood glucose values were documented during the event, the patient was informed that the cgm had shown a normal glucose level while she was experiencing a hypoglycemic episode. She was discharged after approximately 8 hours of observation. There was no documentation of further medical evaluation or intervention. At the time of this report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.